Event description:
This ra lead was implanted on (B)(6) 2014, and remains implanted at this time. A call placed to technical services on (B)(6) 2014, states that it was found out, (B)(6) that the atrial lead is dislodged. The physician was dr. (B)(6) at (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).